Event description:
It was initially reported by the patient stated that he was told by the surgeon that he was diagnosed with vocal cord paralysis. Patient as recently implanted and the device has not been turned on as yet. Surgeon stated that the left vocal cord was paralyzed as a result of vns surgery and it would take 6-12 months for the issue to resolve. Patient is to have collogen injected into the vocal cord in approximately 3 weeks. Patient's mom stated that because of the vocal cord, patient is having difficulty speaking and has to drink thickened liquids. Because of paralysis, the device was never turned on.